Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of a hole found in tubing was received from the customer. A sample was returned for investigation. Through visual inspection a small hole was found near the last smart site of the set. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause could not be determined because it is unknown if this hole was present during the customer¿s event or if it occurred during transport.

Event description:
It was reported that as lvp 20d 2ss cv tubing had a hole in it. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported by bd investigation team that a hole was observed in the set¿s tubing.